Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with a system for pns stimulation therapy. It was reported the patient has not used or charged her ipg for at least a year and a half. An sjm representative met with the patient and confirmed the ipg does not communicate with external devices. Surgical intervention may be undertaken at a later date.